Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The air pocket has reportedly resolved; and the recipient is using device without issue. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent sound and sound quality issues. Programming adjustments were made, with little improvement. The recipient reportedly has an air pocket around the implant. The recipient's CPAP configuration was adjusted. The recipient was advised to use mild compression with headband.